Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weigh to the specification, a deformation, and a 40mm dark patch edge material inside the gel of the device. Clouds in the gel were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.